Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be submitted.

Event description:
Report received from the USA stating that the device was "audibly noisy. "The device was used during surgery. No pt injury reported. There was no add'l info provided